Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed an internal battery error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation confirmed the reported complaint. The internal battery was replaced to address the reported problem. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed an internal battery error message. There was no patient injury reported as a result of this incident.